Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported marker lumen blockage was not confirmed as the returned device was successfully flushed. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received:the marker lumen was pre-flushed with saline prior to the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with prostar xl device, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after insertion of the prostar xl device, there was no blood flow from the prostar xl marker lumen. The sutures of another prostar xl device were successfully pre-placed and used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.